Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic with svt episodes. Morphology indicated vt and chamber onset diagnosed svt which caused device to withhold therapy. Programming changes were recommended. Patient was stable and will be monitored with routine follow-up.